Event description:
Rptr transferring from easy chair to power chair, dropped the joystick however hit the button and the chair spun around throwing rptr to the floor. The assisted living staff called 911 and sent to hosp/ER. States on coumadin, had abrasions that bled, both ankles injured requiring braces, states no broken bones but painful. Rptr concerned that the device manual has large list of warnings/dangers but no corrections/solutions. Rptr concerned about potential risks and desires to have the manual evaluated by FDA. Desires to be contacted to facilitate sending in the manual.